Event description:
It was reported that half of the coil came out in the distal part of the microcatheter. The 90% stenosed target lesion was located in the severely tortuous and severely calcified internal iliac artery. A 8mm x 40cm interlock -35 coil was selected for use. During the procedure, it was noted that the coil was stuck in the microcatheter and half of the coil came out in the distal part. The coil was removed together with the microcatheter and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual and microscopic inspection revealed that the delivery wire, introducer sheath and coil were returned for this complaint. The coil and delivery wire arms were interlocked within introducer sheath. The twist lock of the introducer sheath was found opened.nthe delivery wire was inspected and no anomalies were noted. The main coil and interlockign arm were inspected and no anomalies were noted. The zap tip of the delivery wire and main coil has a smooth surface. A functional and dimensional inspection revealed that the delivery wire and coil was advanced through the introducer sheath without problems and within its specification.

Event description:
It was reported that half of the coil came out in the distal part of the microcatheter. The 90% stenosed target lesion was located in the severely tortuous and severely calcified internal iliac artery. A 8mm x 40cm interlock 35 coil was selected for use in continuos flushing. During the procedure, it was noted that the coil was stuck in the microcatheter and half of the coil came out in the distal part. The coil was removed together with the microcatheter and the procedure was completed with another of the same device. There were no patient complications reported.